Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the scs ipg as recommended and stopped charging the ipg. As a result, ipg was inoperable. Surgical intervention was undertaken to explant the ipg and replace with a different model. Post-operatively, stimulation was restored with re-programming.